Event description:
The consumers' father alleges her chair has "ran her up under a table and bruised her arms and ran her out into the street because it would not stop". No serious injury is alleged.

Manufacturer narrative:
No injury reported. Consumer is alleging the chair would not stop. Dealer reportedly had serviced the unit and suggests a non warranty issue is the reason for the replacement component. Its unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Malfunction not confirmed. MDR filed as a conservative measure.